Event description:
Chills and fever and lassitude; I had a covid 19 test at 9 am at (B)(6) today. It burned and felt a bit odd but I had been told it would, so no worries. Around noon my face felt very hot and I had chills and a slight headache. Also muscle aches in shoulders and upper back. Slight nausea. Sinus pressure on testing side of face. Chills and fever mostly subsided by 5:45 pm. FDA safety report ID# (B)(4).